Event description:
Caller reported alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. A new pump was sent to the customer by cts after advising on actions such as disconnecting from the site and trying a bolus, which was unsuccessful. The customer was instructed on using the replacement pump and returning the faulty one, but currently has no backup therapy and will contact their healthcare provider.